Event description:
The report received from the affiliate indicated that the patient was included in a clinical study. A total of three (3) cypher stents were implanted in the proximal left anterior descending (lad) target lesion in overlapping fashion: two (2) 3.0 x 23 mm stents and a 3.0 x 18 mm stent. These three (3) stents are the only ones included in the study. Approximately eight (8) months after the index procedure, new, de novo lesions in the left main trunk (lmt) and proximal circumflex (cx) found during follow-up coronary angiography were treated by implantation of three additional cypher stents: a 3.5 x 18 mm (stent #4) in the lmt, and a 2.5 x 23 mm (stent #5) and 2.5 x 18 mm (stent #6) overlapping in the cx. Approximately fifteen (15) months after the index procedure, the patient complained of chest pain. Approximately sixteen months after the index procedure, coronary angiography was done and a 60% restenosis of the ostial/proximal cx was observed. This restenotic lesion was within five (5) mm (peri-stent restenosis) of the cypher 3.0 x 23 mm stent implanted during the index procedure/clinical study (stent #2) and the cypher 2.5 x 23 mm stent (stent #5) implanted eight (8) months after the index procedure. The restenotic lesion was pre-dilated with a 2.5 x 15 mm balloon at 16 atm/duration unknown. A cypher 3.5 x 18 mm stent (stent #7) was implanted at 20 atm/19 sec in overlapping fashion with stent #5. The stent was post-dilated with a 3.5 x 15 mm balloon at 12 atm using a kissing balloon technique (kbt) with the lad. The residual stenosis was 23%. The physician's comment regarding the event is that the patient can get cardiac stenosis easily but the exact cause is unknown.

Manufacturer narrative:
The index procedure (clinical study) was an elective case done via the femoral approach. The target lesion was the proximal lad. The lesion was reported to be: de novo, concentric, diffusely diseased, moderately calcified, not tortuous, 3.0 mm vessel diameter, 48 mm in length, a chronic total occlusion (cto)/100% stenosed, and type c. The lesion was pre-dilated with a 2.0 x 20 mm balloon at 16 atm/duration unknown. Three (3) cypher stents were implanted in overlapping fashion: a 3.0 x 18 mm stent (stent #1) was implanted at 20 atm/16-30 sec, a 3.0 x 23 mm stent (stent #2) distal to stent #1 was implanted at 12 atm/16-30 sec, and another 3.0 x 23 (stent #3) was implanted at 16 atm/16-30 sec distal to stent #2. The stents were not post dilated. The flow pre-procedure was timi 0 and post-procedure timi 3. The residual stenosis was 16.1%. Ivus was not done. Approximately eight (8) months after the index procedure, new, de novo lesions in the left main trunk (lmt) and proximal circumflex (cx) found during follow-up coronary angiography were treated by implantation of three additional cypher stents. The stents implanted previously in the proximal lad were noted to be patent. The lesions were treated three (3) weeks later. Lesion #2: the target lesion was the lmt. The lesion was reported to be a 75% stenosis. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 20 atm/7 sec. A cypher 3.5 x 18 mm (stent #4) was implanted at 22 atm/8 sec proximal to and overlapping cypher stent #1 in the proximal lad. The lesion was not post-dilated. Lesion #3: the target lesion was the proximal cx. The lesion was reported to be a 75% stenosis. The lesion was pre-dilated with a 2.5 x 12 mm balloon at 22 atm/8 sec. A cypher 2.5 x 23 mm (stent #5) was implanted at 22 atm/8 sec proximally. An additional cypher 2.5 x 18 mm (stent #6) was implanted at 22 atm/8 sec distally in overlapping fashion. The stents were not post-dilated. The residual stenosis was 0%. Approximately fifteen (15) months after the index procedure, the patient complained of chest pain. Approximately sixteen months after the index procedure, coronary angiography was done and a 60% restenosis of the ostial/proximal cx was observed and treated by implantation of a cypher 3.5 x 18 mm stent (stent #7) as described previously (sec. B5). During this same procedure, the distal right coronary artery (rca) was treated (lesion #4). The lesion was a cto/100% occlusion. The lesion was pre-dilated with a 3.25 x 15 mm balloon at 16 atm/duration unknown. Two (2) cypher 3.5 x 23 mm stents (stents #8 and #9) and a cypher 3.0 x 30 mm were implanted-atm/duration unknown in overlapping fashion. The stents were not post-dilated. There were no reported procedural complications. Please note that device is distributed outside the united states, however it is similar to the united states product. This is not one of the devices in the clinical study. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of ten products used for the same patient. Please reference MFR. Report # 9616099-2007-01825 and #9616099-2007-01826.